Event description:
My company requires that I take a weekly home covid test. I had no symptoms but tested positive using a quickvue home test. I tested again on (B)(6) 2022 using the same brand and tested positive again. I then used the free government test on (B)(6) 2022 and tested negative and then tested using a detect test on (B)(6) 2022 and tested negative. I waited and tested again using a quickvue test on (B)(6) 2022 and it was positive again. I scheduled a pcr test and tested on (B)(6) 2022. It was negative. I received those results on (B)(6) 2022. I tested again with a quickvue test, knowing that I was negative, and once again the quickvue test showed positive. Four times the quickvue test gave me a false positive result in less than one week. I never had symptoms. The tests were from two different boxes and I followed the instructions exactly. This is very concerning. FDA safety report ID# (B)(4).